Event description:
It was reported that the bd alaris pump module smartsite infusion set separated while priming. The following information was provided by the initial reporter: the tubing set fell apart while priming.

Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6) 2022. Medwatch report # (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing set fell apart could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007, lot number 22019048 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.